Event description:
Patient reported they were advised by their doctor that they need to stop aligner treatment due to the irritating of the patient's mouth and gums. A letter of recommendation was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.